Event description:
"Idet" procedure involved 2 disc levels. First level treated without incident. Second level (l5/s1) was difficult to navigate in. One catheter was discarded after it kinked. The second catheter broke off in disc just proximal to the heater marker. Physician converted to discectomy to remove fragment. No further complications were reported.